Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: (B)(6) 2018. Philip's service engineer (se) inspected the device. The se could not duplicate the reported issue. No fault was found, the ventilator passed all testing.

Event description:
It was reported that the ventilator had a beeping alarm during alarm silence. There was no patient harm reported. The event date was not specified; estimate used.